Event description:
It was reported that during a laparoscopic sigma procedure, magazine fell out of the instrument, incomplete staple line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was further reported that the 3mm target lesion was 80% stenosed. The vessel was mildly calcified. The two previously noted implanted stents of another manufacturer's were 3.0 x 18mm and 3.0 x 30mm. Two balloons were used to post dilate the stents, a 3.0x12mm quantum maverick and a 3.5x15mm balloon.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload present. The returned reload was partially fired. The event description and notes indicates the potential for an improperly installed cartridge; either the cartridge is not fully inserted into the channel or it is 'long loaded'. If 'long loaded' the cartridge extends beyond the cartridge jaws further than it should (holding features of the cartridge are not snapped into the channel slots and the holding features are in front of the channel). If the cartridge is not properly snapped into the channel or is 'long loaded' the cartridge can move forward during the firing stroke and some staples may be deployed, the device will continue to cut, and the cartridge may be pushed out. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.